Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: unknown. Procedure: unknown. Events: the patient had surgical revisions, lysis of adhesions, recurrence, pain, and bowel obstruction.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent incisional hernia repair. It was reported that after implant, the patient experienced recurrence, pain, adhesions, and a bowel obstruction. Post-operative patient treatment included revision surgery for lysis of adhesions and to implant additional meshes.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent incisional hernia repair. It was reported that after implant, the patient experienced recurrence, pain, nausea, vomiting, adhesions, and a bowel obstruction. Post-operative patient treatment included revision surgery for lysis of adhesions, small bowel resection and to implant additional meshes.

Manufacturer narrative:
Additional info: a4, b2 (removed life threatening), d8, e1 (facility name, street, city, region, postal code), h4, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent incisional hernia repair. It was reported that after implant, the patient experienced infection, fistula, discomfort, recurrence, pain, nausea, vomiting, adhesions, anastomotic stricture, shrunken mesh, abdominal pain, and a bowel obstruction. Post-operative patient treatment included revision surgery, CT scan, excision of multiple pieces of mesh, lysis of adhesions with primary anastomosis, hernia repair with new mesh, fluid resuscitation, ICU, right colectomy, partial abdominal colectomy, removal of mesh, and small bowel resection.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent incisional hernia repair. It was reported that after implant, the patient experienced recurrence, pain, nausea, vomiting, adhesions, anastomotic stricture, shrunken mesh, abdominal pain, and a bowel obstruction. Post-operative patient treatment included revision surgery, lysis of adhesions with primary anastomosis, hernia repair with new mesh, fluid resuscitation, ICU, right colectomy, partial abdominal colectomy, removal of mesh, and small bowel resection.